Event description:
It was reported that this right ventricular (rv) lead was exhibiting no capture. The patient was noted to not be pace therapy dependent and to exhibit no adverse effects. In response, an rv lead revision was scheduled. Fluoroscopy indicated that the lead was still located in the rv tissue and the lead helix was fully extended. However, the loss of capture was suspected to be due to dislodgement. The rv lead was repositioned to a different area in the rv tissue with successful capture. The rv lead remains in-service. The patient will continue to be monitored. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.